Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, upon transecting the intercostal fissure, the device was unable to fire. They changed the device to complete the case. There was no patient injury.